Event description:
It was reported that during a supply change, the user deployed the infusion set twice in error, first inserting it without removing the needle guard and adhesive and then removing the applicator on a second attempt, requiring multiple new infusion sets before successfully completing the third attempt. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified, characterized as an improper or incorrect procedure related to deploying the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.